Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was found to be in backup vvi mode when the patient presented in the emergency room. The event was resolved without adverse consequences to the patient. Patient was stable.

Event description:
New information received notes that the device was reprogrammed to solve the issue.